Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the proglide would not load over the .035 guide wire. A second proglide device was used successfully to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval of the returned device confirmed the guide wire movement stopped at 0.5 inch distal of the exit ramp. Also, the guide wire failed to insert into the sheath from the proximal end. The sheath was peeled and no obstruction was found. The guide lumen was normal. It is suspected that the guide lumen did not align with the exit ramp. However, this could not be confirmed because, the position of the guide lumen could be altered during dissection of the sheath. Based on the investigation findings, a root cause was unable to be determined for the reported experience. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.